Event description:
Device malfunction: vessel locator wings did not collapse. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the vessel locator wings possibly did not collapse and even though the clip was fired, the location is unknown. Hemostasis was achieved using manual compression. There were no reported averse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.